Event description:
Customer reported blood glucose results of "500s" mg/dl, "400s" mg/dl, and "200s" mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, treatment, or adverse event relative to these discrepancies. A request was made for the return of the system, replacement was sent.